Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on: (B)(6) 2006, the patient presented with herniated lumbar disc and underwent l5-s1, decompression, fusion. The patient had nerve conduction study , baseline ssep and spinal cord (ssep) monitoring. The patient underwent following procedures: transfacet bilateral nerve decompression l5 and s1 with decornpression of bilateral l5 and s1 nerve roots; posterior lumbar interbody fusion l5-s1; posterior arthrodesis l5 and s1; posterior non segmental pedicle instrumentation l5-s1; insertion of 12 mm interbody cages l5-s1 packed with autograft; application of local autograft into the interbody space; application of morcelized allograft and autograft into posterolateral gutters with use of bone morphogenic protein.. Per op note, surgeon made a disk incision and surgeon used the disk resectors up to 12 mm and then scraped the endplates to healthy bleeding bone. Surgeon sized the disk and found that a 12 mm cage fit this, surgeon saved the autograft frorn the transfacet nerve decompression and packed it into the cage and tapped it in place. Then decorticated the posterolateral gutters and saved all of the local bone. Surgeon added in bmp sponge which had cortical cancellous bone saved from the rongeurs and some allograft rolled into a bmp sponge which was placed in the posterolateral gutters bilaterally. Then the surgeon applied the rods to the screws and compressed lightly locking the cages in placed. Patient alleges unspecified injury due to the use of rhbmp-2